Event description:
The layer user/reporter contacted lifescan (lfs) in 2007, and alleged that the meter was not working, but she could not state what the problem was. The reporter stated that the pt was unable to use his meter due to an unknown issue. Approximately one week ago, in the morning, the pt went to the hosp with low blood glucose symptoms. She does not know what his blood glucose result was in the hosp or what treatment he rec'd. He was sent home the same day. The pt takes insulin and pills for his diabetes, which is based on a set amount. She does not know the type of medications or the dosages. The medication regimen was not changed after the hosp visit. This complaint is being reported, as the reporter alleged that the meter was not working and, sometime after ther reported issue, he required medical assistance for low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.